Event description:
The thumb of a glove had a broken fragment of what appeared to be ceramic tile.

Manufacturer narrative:
The thumb of a glove had a broken fragment of what appeared to be ceramic tile. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.